Event description:
The patient experienced a loss of stimulations sensation and impedance measurements were >4000 ohms on all electrode pairs. The neurostimulator and lead were explanted and replaced. No surgical issues were reported and it was reported she had "excellent stimulation".

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.